Event description:
It was reported that during a procedure the core console with integral irrigation pump stopped pumping water and the procedure was cancelled. No patient or user injury was reported, and no adverse consequences were alleged with this event.

Event description:
It was reported that during a procedure the core console with integral irrigation pump stopped pumping water and the procedure was cancelled. No patient or user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress.

Manufacturer narrative:
Routine maintenance was performed on the device and it was returned to the user facility.